Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices: 06579405/pxc121000, 06756381/pxc141000.

Event description:
On (B)(6) 2009, the patient underwent repair of a 7.5 cm aneurysm. On (B)(6) 2011, the patient underwent a follow-up computed tomography that revealed the aneurysm at 8.5 cm, with a possible distal type I endoleak from the aneurysm expanding into the iliac artery, and a type ii endoleak. On (B)(6) 2011, the patient underwent repair of the distal type I endoleak and was implanted with an additional gore excluder aaa endoprosthesis. The patient tolerated the procedure and the distal endoleak was resolved.